Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) arrived on site and initially observed no failures on the screen. Upon accessing the storage space, drawer 6.1 failed automatically. The customer logged in, and the failure message indicated ¿failed to open.¿ the fse powered down the machine and inspected all cables from the back panel, reseating each connection. Afterward, a final test was completed using the hardware test application (hta). The customer was then able to perform a full inventory count and open the drawer multiple times without encountering any further failures. The system functioned as intended after the field service engineer repaired the device.